Manufacturer narrative:
The customer reported the bsm (bedside monitor) screen is white and display is not functional. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the bsm (bedside monitor) screen is white and display is not functional.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. The lcd was changed to fix this issue. The repaired unit was returned to the customer.